Event description:
A home patient contacted baxtger's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of their automaated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected from supply line of the homechoice set during therapy for an unknown reason. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.